Event description:
It was reported that the unit was found with a broken user interface holder. There was no patient involvement. (B)(4).

Manufacturer narrative:
Information has been received from maquet senior service territory manager that the user interface holder had broken. The broken panel holder (user interface holder) implies that the panel has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke.